Event description:
It was reported to philips that the device delivery test failed. There was no report of patient involvement. The customer requested assistance from a philips field service engineer (fse). Per the customer, the unit was experiencing issue with the delivery therapy test failed. The noted issue was confirmed and a quote for a replacement therapy pca was sent to the customer to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. The customer was provided with part information and pricing for the necessary component to return the device to working condition. The device remains at the customer site. No further investigation or action is warranted.